Event description:
Related manufacturer report number 1627487-2024-07518. It was reported that the patient underwent an unrelated surgical procedure. Patient did not set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Patient's lead had also migrated. In turn, the patient underwent surgical intervention wherein the ipg and lead were explanted and replaced to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. B3-date of event is estimated.